Event description:
This was a lead extraction case performed in the or to remove 4 leads (manufacture and models unknown) (3 in rv and 1 in lv) that had been implanted in 2008 due to acute infection (sepsis). The three (3) rv leads were prepared with lld's (1 each lld#1 and 2 each lld#2). Surgeon began lasing using a 16f sls ii. It was reported that the first 2 leads were removed successfully. During lasing of the third lead in the svc, the blood pressure dropped, as noted on the tee. A sternotomy was performed and a perforation in the svc was identified and repaired. The lv lead was also removed during the open heart chest procedure. No further details of the case were provided, but the patient was extubated and was awake and speaking the following day. It was also reported that four days after the extraction, the patient expired from sepsis and pneumonia. No devices were returned for engineering evaluation. There were no issues or nonconformances noted during the internal lot history review.